Manufacturer narrative:
(B)(4). Boston scientific received information that external visual inspection noted tool markings on the device header and bodily fluid contamination in the lead barrels. Further analysis noted that there were no resets or error codes present, and the device was capable of delivering therapy prior to explant. The device was then opened and visually, there were no anomalies present. It is believed that this device battery, depleted prematurely, which was confirmed by 2 faulty capacitors.

Event description:
Boston scientific received information that this device did not pass a portion of the returned products testing, suggesting a possible performance issue.